Manufacturer narrative:
(B)(6). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
During a routine download of controller log files, the filed safety engineer noted potential power switching and recommended an exchange of the involved battery. The battery was exchanged with no reported patient injury.

Manufacturer narrative:
Corrected: device manufacture date. (B)(4). It was reported that the patient was experiencing power switching events. Only one battery was returned for evaluation ((B)(4)), while the other batteries identified via logs were not returned for evaluation (B)(4). Review of the receiving inspection records confirmed that the associated devices met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the returned device revealed that the device met specifications; passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to a controller during the analysis of the unit. Results revealed that the electrical connection between the battery and controller was stable. Log file analysis revealed that the controller ((B)(4)) contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections of the battery. Said events involved (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections of the battery. An internal investigation has been opened to evaluate the momentary disconnections of the battery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4). Heartware® ventricular assist system - battery (B)(4). Returned to manufacturer - 08-may-2017. (B)(4). Heartware® ventricular assist system - battery. (B)(4). Returned to manufacturer - 08-may-2017. (B)(4). Heartware® ventricular assist system - battery. (B)(4). Returned to manufacturer - 08-may-2017. (B)(4). The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. It was reported that the patient was experiencing power switching events. Four batteries (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the (B)(4)'s manufacturing records confirmed that the associated device met all requirements for release. Failure analysis of (B)(4) revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries' connection to the controller during the analysis of the units. Results revealed that the electrical connections between the batteries and controller were stable. Failure analysis of the returned (B)(4) revealed that the unit passed visual inspection but failed functional testing. It was found a cell pair with a voltage below the nominal range. Supplemental testing revealed that the cell pair's battery was found perforated. Additionally, corrosion was found due to the internal electrolyte leaking. This observation most likely occurred during the welding process. The most likely root cause of the power consumption issue can be attributed to a battery with a perforated cell. Scar2015001 is investigating perforated cells during the welding process. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and the batteries. An internal investigation has been opened by the supplier to address momentary disconnections. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other devices involved in this event: battery/bat212683. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional component added for this event: batteries: (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.